Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was interrogated, it was in backup vvi reset mode. A device image could not be exported due to poor telemetry. An attempt to perform a download failed due to loss of telemetry. The device was explanted and replaced. Patient was stable before, during, and after the procedure.